Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The health care provider (hcp) reported that the patient had pain and erosion at the implantable neurostimulator site. The device had eroded through the skin. The implantable neurostimulator was completely delivered from the wound and disconnected from the extension wire.